Manufacturer narrative:
Additional information was added to b3, b5, d9, d10 therapy date, h3, h4, and h6. B5: upon follow-up, the customer reported that the issue occurred during infusion of fluorouracil. H4: the device was manufactured from december 22, 2020 - december 23, 2020. H10: the device was received for evaluation containing approximately 225ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not eject any of the contents. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.